Manufacturer narrative:
On 04/10/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/13/2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. On 04/19/2017 a medtronic representative, following-up at the site, reported the site stated there were no adverse effects to this patient. - no further issues have been reported.

Event description:
A medtronic representative reported that while in a cervical procedure, the surgeon alleged an inaccuracy occurred. They took an imaging system spin without the retractor, put the retractor back in the spine after the spin, and the surgeon deemed being 3-4 millimeters inaccurate. The alleged inaccuracy was more posterior to the spine. The surgeon continued with the screw placement, took a confirmation spin and determined the left side of c1 & c2 needed to be revised. The confirmation spin was taken with the retractor in and was used to revise the screws. After the revision, the surgeon took another spin and deemed all screw placement was accurate.